Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the emergency department with syncope five days after implant of their implantable pulse generator (ipg). After interrogation of the device it showed there was one dropped ventricular beat after atrial refractory event/premature atrial contraction and occasional ventricular-ventricular intervals below the programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.